Event description:
Surgeon complained that broach handle could not grab or hold sufficiently the exeter broach, he could not control rotation of broach during femoral canal preparation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 300 mg/dl and 96 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.